Event description:
88 year old white male experiencing respiratory distress. The staff noted what appeared to be a cuff leak. When attempts to prevent air from leaking failed, the staff replaced the et tube. The pulled et tube was examined and it was felt that the cuff inflated lopsided. Patient stabilized after new tube was inserted.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was not destroyed/disposed of.